Event description:
Dealer is stating that the footplates are broken, no other information, dealer hung up.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.